Manufacturer narrative:
Section h3: not returned to manufacturer. Investigation: patient is exposed to tilted filter; perforation through the vena cava into the bowel, adjacent artery, and vertebrae; filter fracture and substantially contributing to clot formation and complete vena cava occlusion. Fracture is considered as the most severe allegation. The following allegations have been investigated: perforation through the vena cava into the bowel, adjacent artery, and vertebrae; filter fracture and substantially contributing to clot formation and complete vena cava occlusion. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. 20 devices in lot. No relevant notes on work order for either device or filter. No other complaints on lots. Product is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a celect platinum inferior vena cava (ivc) filter on(B)(6) 2023 due to deep vein thrombosis (dvt). The device subsequently malfunctioned by tilting, perforating through the vena cava into the bowel, adjacent artery, and vertebrae, by fracturing, and by substantially contributing to clot formation and complete vena cava occlusion. The patient required substantial medical care as result, including laser atherectomy of the ivc, aspiration thrombectomy of the ivc, and removal of the main body of the filter on (B)(6) 2024, as well as additional hospitalization and treatment for substantial internal hemorrhaging from (B)(6) 2024. The patient continues to experience pain as a result of these events. Per implant report dated (B)(6) 2023, "right internal jugular vein was accessed with micropuncture technique. Filter sheath was advanced and with tip was placed below the confluence of the renal veins. Inferior venacavogram was performed. Renal vein confluence was localized. Subsequently ivc filter was deployed. Accuracy was confirmed by fluoroscopy. Patient tolerated the procedure well without any immediate complications. Sheath was removed and hemostasis was achieved by manual compression." Per retrieval report dated (B)(6) 2024, "procedures performed: laser atherectomy of the ivc...aspiration thrombectomy of the ivc...successful removal of the ivc filter...we were able to wire through the ivc filter and perform aspiration thrombectomy. This did not result in aspiration of thrombus material. We then performed pta over the wire balloon of the inferior vena cava. Afterwards we were able to catch the ivc filter hook...we performed successful removal the ivc filter with help of laser atherectomy...patient showed no signs of hemodynamic instability...will resume anticoagulation come tomorrow morning." Per report from computed tomography (CT) of abdomen and pelvis dated (B)(6) 2024, "indication: rlq pain, hypercoagulable state. Findings: vascular: chronically occluded inferior vena cava. Multiple collaterals are present. There is high attenuation fluid and air surrounding the inferior vena cava below the level of renal arteries, tracking along the right psoas muscle inferiorly. Impression: 1. High attenuation fluid along the inferior vena cava, tracking along the right psoas muscle anteriorly and inferiorly, likely reflecting hemorrhage and postsurgical change from recent reported ivc filter procedure. 2. Chronic ivc occlusion with numerous intra-abdominal collaterals."